Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a bolus that ended up being too much. The customer's blood glucose (bg) level subsequently decreased to 30 mg/dl. Customer administered a glucagon injection and drank carbohydrates to address the low bg. Customer continued to use the pump for insulin delivery. Recommendation was made to consult with a healthcare provider regarding diabetes management.